Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 38 mg/dl. Customer treated their low blood glucose levels via drinking juice. Customer advised they had a bent cannula in addition to the low blood glucose levels. The insulin pump was not returned for analysis.

Manufacturer narrative:
(B)(4).